Event description:
The patient reported difficulty recharging, unable to charge. It was stated that the recharger was not communicating with the implantable neurostimulator (ins). They were unable to troubleshoot due to lack of access to product. There were no symptoms reported. They last charged the middle of september and it usually lasts 2-2.5 weeks. The patient stated that they would call back for troubleshooting. Other relevant medical history includes non-malignant pain.

Event description:
Additional information was received from the patient that reported that the patient had his equipment and verified that he wasn't able to connect with the patient programmer or the implantable neurostimulator recharger. The patient was redirected to his health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.